Event description:
Rptr has been told by local pharmacist that medicaid pts must receive generic insulin syringes. Rptr has had numerous complaints of syringe caps being broken; therefore the syringes are no longer sterile. One syringe has moisture and another has a small black particle in it. Unsterile needles are dangerous for obvious reasons.